Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 03/13/2017 with the following findings: a review of the pump¿s black box showed evidence of a loss of prime warning (cs162) with zero force associated with a cartridge change. A no cartridge detected (cs 163) warning was also observed. During testing, the pump successfully completed the rewind, load cartridge, and prime steps. The pump was exercised for 24 hours with no load step malfunction and no loss of prime occurring. The force sensor calibration was found to be within required specification. The pump was opened and the force sensor pin was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).